Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was in the range of 380-390 mg/dl.